Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. The device was not returned to the manufacturer for evaluation. The customer tested the device and no issue with the lcd screen was observed. No components are needed to be replaced.